Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision took place due to possible loosening of the acetabular cup.

Manufacturer narrative:
Additional narrative: the complaint states primary surgery had taken place on (B)(6) 2001 by using a c-stem and a lpw cement cup at a different facility. Revision took place on (B)(6) 2016 due to possible loosening of the acetabular cup. The surgeon replaced the cup. The surgery was completed with a ten-minute delay because of an instrument problem reported in (B)(4). The patient is now under observation a complaint database search did not identify any anomalies. A review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).